Event description:
The doctor claims that the graft was implanted for a femoral-popliteal procedure. During sewing the [below] distal anastomosis, end-to-side, the graft tore out longitudinally. The doctor then took deeper bites and more sutures to complete the anastomosis. It was reported that there was no tension on the graft. Blood lost through the torn anastomosis was reported to be about 250ml. The suture material was prolene 6/0; the needle size was 12. There was no injury or complication to the pt reported. No additional surgical intervention was required. The graft appears, at this time, to have been left in. The clinical outcome was reported as regular. The pt's status was reported as good. According to the doctors, cutting needles are not used with these devices.